Event description:
It was reported that the vns patient¿s device revealed high impedance (>10,000 ohms) during an office visit on (B)(6) 2014. On (B)(6) 2014, the patient¿s device was programmed off and lead replacement was performed. X-rays were taken and the surgeon reported that a lead break was not visualized. The x-rays were not sent to the manufacturer for review. During the replacement procedure, the surgeon confirmed high impedance prior to explant of the old lead. While explanting the lead, the surgeon noted that she was able to visualize a lead break. While the patient¿s mother reported that patient manipulation or trauma did not cause or contribute to the high impedance, it was reported that the patient was involved in a car accident in (B)(6) 2013. Diagnostics were last performed in (B)(6) 2013 and indicated lead impedance was within normal limits. The explanted device was returned to the manufacturer and analysis of the device is currently underway.

Event description:
Additional information was received stating that vns patient is wheelchair-bound and is unable to do any physical activity. Therefore, the patient¿s mother believes that the lead break was caused by the patient¿s car accident on (B)(6) 2013.

Event description:
Additional information was received stating that the vns patient was in a car accident on (B)(6) 2013 that may have caused or contributed to the reported high lead impedance. The patient was seen by her neurologist on (B)(6) 2013 and the lead was reported to be fine at the time. Analysis of the returned lead portions was completed on 03/11/2014. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the one and a half sets of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Given that the surgeon indicated a lead discontinuity was visualized during the explant procedure, there was likely a lead discontinuity in a portion of the lead not returned for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014 it was reported by the patient¿s mother that the physician also believes the lead break was due to the car accident.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.